Event description:
It was reported that the doctor did not like screw placement and decided to remove and replace screw. He had a hard time getting the tip of the xia 3 driver engaged inside the tulip head; most likely due to the fact that the tulip had become cold molded at too extreme an angle to make the connection. He was able to remove the screw, but the tulip is still rigid and at a sharp angle to the shaft. It almost looks like the tulip head could be being pulled off the shaft and what is why it won't move, rather than being cold molded.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.